Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing thresholds and a new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing thresholds and a new lead was implanted. No additional adverse patient effects were reported. Additional information indicated that this lead was explanted due to lead anomaly.